Event description:
It was reported to resmed that an astral device did not power on. There was no report of harm or injury as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board required replacement to address the issue. The device was deemed beyond repair and scrapped per customer's request. Resmed reference# (B)(4).